Manufacturer narrative:
The investigation determined that a discordant patient report was obtained from a vitros 5600 integrated system when compared to the information displayed in the lis system. Opiate (op) results were generated for the sample ID when phenytoin (phyt) was ordered and were associated with the incorrect patient name. The root cause of the event was determined to be user error due to improper use of sid numbers. The customer indicated that the technician manually programmed the sample ID using the patient¿s date of birth as the sample ID. It is suspected that the sid in question had been previously associated with a different patient and tests ordered at that time. It is probable that the testing did not process to completion when the sid¿s were previously used. Through this event, the vitros 5600 integrated system was operating as intended and did not malfunction. The tsc referred the customer to the information from vdocs, reference guide. Sample programming, reusing sample ids. This user documentation describes how to properly manage sid numbers that were previously used and not processed to completion or deleted. If a sample is not processed to completion, the sample programming and associated demographics data are retained by the analyzer in a "pending" state, as per the design of the software. Reusing a sample ID on a different sample without completion of the original request or the deletion of the pending testing will cause the original information to be carried forward. No malfunction occurred.

Event description:
A customer identified and reported obtaining a discordant patient report from a vitros 5600 integrated system when compared to the information displayed in the lis system. An opiate (op) result was generated for the sample ID when phenytoin (phyt) was ordered and was associated with the incorrect patient name. Test results could have been misreported out of the laboratory leading to inappropriate intervention with the potential for serious injury to the patient. However, the customer identified the discrepancy and no disassociated patient results were reported out of the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).